Event description:
The event is reported as: alleged issue: ¿complaint was reported that the motor was turning on, but there was no air pumping through.¿ no pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.